Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 087 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple recorded cs 087 call service alarms. During testing, the pump emitted a cs 087 call service alarm while a rewind step was attempted. This alarm indicates a failure of the u39 component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.